Manufacturer narrative:
(B)(4). The device was manufactured september 22, 2014 ¿ september 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles in the solution after filling. The unit contained flucloxacillin. This was discovered before use. There was no patient involvement. No additional information is available. This is report 4 of 7.

Manufacturer narrative:
(B)(4). Baxter healthcare ltd compounding unit. Should additional relevant information become available, a supplemental report will be submitted.